Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corner, a broken reservoir tube lip, a minor scratched lcd window, a missing reservoir tube o-ring, and cracked battery tube threads. It was noted that a test reservoir was installed and it did not lock in place due to a completely broken reservoir tube lip.

Event description:
The customer reported via phone call that she has a crack in her reservoir compartment and it is not keeping the reservoir in place on the insulin pump. Customer stated that the incident date is (B)(6) 2016. Customer stated that the drive support cap is recessed as designed. Customer stated that the grooves are no longer there, so they may have come off. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.